Manufacturer narrative:
The event electrodes were not returned to zoll medical corporation; instead, sample electrodes were obtained and evaluated. A thorough evaluation of the sample electrodes was performed and no assembly or performance issues were found. Review of the event logs provided evidence of the customer report with several lead fault entries indicating invalid impedance between the electrodes and the patient. Without the event electrodes for evaluation, we are unable to firmly establish root cause. The customer received a replacement set of electrode pads. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown) the electrodes caused the associated defibrillator to display a "poor pad contact" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The event electrode pads were returned to zoll medical corporation for evaluation. A thorough evaluation of the electrodes was performed and no assembly or performance issues were found. Visual examination of the electrode pads found an excessive amount of hair and other debris stuck to the adhesive. Our investigation has concluded that the reported malfunction was a result of poor patient preparation prior to the application of the electrodes. Zoll recommends that patients are cleaned and clipped prior to applying electrode pads to assure good coupling of electrode to skin contact. Analysis for reports of this type has not identified an increase in trend.